Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on 02/14/2026, the patient was travelling overseas. At 8:00 pm, the cgm reading was low and he experienced headaches, increased thirst and felt dehydrated. The patient ate something and decided to call 911. The patient was taken to the hospital. There they took a bg reading which was around 400 mg/dl and the patient was diagnosed with dka. The patient was hospitalized for 4 days (discharged (B)(6) 2026). At the hospital, he was treated with IV fluids and insulin. At the time of the report, the patient was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.